Event description:
During an atherectomy of the superficial femoral artery, it was reported that the guidewire used kinked just distal to the insertion sheath. The pantheris catheter was able to move freely along the guidewire until it met the kinked section of the guidewire, at which point the physician encountered resistance when he pulled back the catheter and was unable to remove the catheter over the kinked section of guidewire. The guidewire, the sheath, and the pantheris catheter were all successfully removed from the patient. Manual pressure and a fem stop were utilized to control the bleeding. Follow up revealed the patient is doing fine. Bleeding complications is listed in the IFU as a potential adverse event associated with use of the pantheris system and other interventional catheters. No missing or detached components were confirmed. No malfunction of the pantheris catheter was reported.